Event description:
This is filed to report pericardial effusion, hypotension, requiring surgical intervention: it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. One clip was implanted with no reported issue, reducing mr to grade 1-2+. There were no complications during transseptal puncture or the procedure. About an hour post-procedure, while in recovery room, the patient became hypotensive. Transthoracic echocardiogram (tte) was performed showing pericardial effusion. The patient was brought back to the procedure room. An attempt to perform pericardiocentesis failed due to the patient had a ¿barrel chest¿. An emergent sternotomy was performed to drain the blood. The source of the bleeding was never found; no knicks, holes, tears, or areas to suture or repair were identified. It was hypothesized that there might be a pin hole somewhere or the patient might have previously had pericarditis which worsened with heparin during the procedure and slowly accumulated post-op in recovery. The effusion was noted to be predominantly around the right atrium and ventricle. The patient was reported today to be doing well and is in recovery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion (pe) cannot be determined. The reported hypotension appears to be a cascading effect of the reported pe. Additionally, the reported patient effects of pericardial effusion and hypotension are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.